Event description:
I have had very had side effects from the essure permanent birth control I received in 2013. I have had depression, heavy bleeding, frequent headache and abdominal pain that has gotten worse as time passes. Also my periods are very unpredictable. I would have never gotten this procedure had I known these were possible side effects. I would appreciate any help with this. If I could have them removed I would but I cannot afford to and I have read that it is not safe to have them removed. I have also had very fluctuating weight problems.